Event description:
Was severely bruised and burned by liposuction. Was having abdominal plasty and woke up in excruciating pain. Could not even walk. Got admitted right after surgery and ended up with skin necrosis across 50% of my abdomen. Needed 2 months plus of wound vacuum and skin grafting. I'm now seriously deformed and have had to have surgery after surgery. Im not sure what that you are looking for but would love to share actual pictures of the burn before removing the top layer and after and with wound vacuum.